Manufacturer narrative:
The facility has also purchased 45 sets of r9939 pivot assists. The hardware kits for the r9939 pivot assist (hk016) contains 8 of the qp2343 back plastic plugs and 4 of the qp1983 plastic caps. As indicated in the inst1231 instructions (point 7), they are to install the 1983 plastic caps into the ends of the seat deck tubes. It appears those caps were not installed and could have contributed to the injury. Our sales rep visited the facility and the bed was in good shape otherwise.

Event description:
A resident's left lower leg got cut on the bed frame. The staff member was attempting a transfer to the bed, from a wheelchair, when she hit the resident's leg on the bed frame. This resulted in a laceration 6x0.5 cm and required 12 stitches.